Manufacturer narrative:
(B) (4): the lead was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp tightened the screw of the temporal extension connector. Afterward the patient felt no stimulation. The lead was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.